Manufacturer narrative:
Additional information was received indicating the event date and indicating that it is unknown whether there was a patient involvement in this event.

Event description:
Information was received that this smiths cadd legacy plus pump, experienced difficulties when switching off infusion. It was reported that the user/staff were unable to stop infusion by pressing and holding the "stop" button, so they had to remove the pump batteries. The pump also had fluid intrusion visible on the bottom of the pump. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.